Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with tah, sacral colpopexy, paravaginal defect repair and posterior repair.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat procidentia of the uterine cervix, bilateral paravaginal defect, mixed urinary incontinence, complete cystocele, complete rectocele, and complete enterocele.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.